Event description:
The iab leaked back into the pump. The iab was not returned to datascope for eval. The iab was discarded by the facility. Event complications: none from the event-reported 11/18/97. Pt's current status: unk-rpt'd 11/18/97.